Event description:
The device was returned to a third party service center for investigation. The device was not in patient use. During the evaluation of the device, the third party service center visually inspected the device and found evidence of foam degradation. During the evaluation, foam particles were observed in the blower kit. In addition to the above findings, it was also determined that the lcd screen is scratched, the control dial is damaged and the upper enclosure buttons are damaged.